Manufacturer narrative:
There was no other detailed information provided by the customer after multiple requests for information. There was no information provided regarding the lot number, serial number, bad position or use-method of the device. The investigation will be followed up.

Event description:
The site/user was noted to have reported through amazon via zendesk on, as follows: "the machine exploded and injured me please refund product was defected. "